Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that in the morning of (B)(6) 2019 at 2 a.m., the patient changed the site and experienced high blood glucose level. The patient tried to self-treat with an insulin pen, but it did not come down fast enough rather it escalated. Subsequently, the patient went to the emergency room, where the patient pulled out the cannula and found it to be bent. On the same day, around 2 p.m. - 3 p.m., the patient was admitted to the hospital for diabetic ketoacidosis with blood glucose level at 751 mg/dl. Reportedly, the patient was treated with an insulin drip and was hospitalized for two days. The patient's body weight at the time of this report was (B)(6) lbs. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.